Manufacturer narrative:
Result: the 3maxc appears to be stretched at the distal end approximately 139.0 cm from the hub. The distal tip of the 5maxc appears to be kinked approximately 3.8 cm and 10.2 cm from the distal tip. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates when the 3maxc was retracted inside the 5maxc; the distal tip of the 3maxc was stretched. After evaluating the catheters, the distal tip of the 3maxc did appear to be stretched. In addition, the 5maxc has kinks in the distal tip. It appears that during use a coaxial technique, the 5maxc lumen became compromised in anatomy, trapping the 3maxc in place, which made it impossible to retract the 3maxc. This resulted in stretching of the 3maxc distal tip. The cause of the kink in the 5maxc is unknown and may have been caused by patient anatomy. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00475.

Event description:
Patient was undergoing thrombectomy procedure using the penumbra system max. During the procedure, the physician reported the tip of the 3max reperfusion catheter was stretched when the 3max was being withdrawn back into the 5max reperfusion catheter. Both catheters were replaced and the procedure was completed with no adverse effect on the patient.